Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the patient experienced a skin reaction. Date of issue is an approximation. The sensor was inserted into the abdomen approximately on (B)(6)2017. When the sensor was removed, the patient noticed that the skin had red marks. On (B)(6)2017, the patient visited the doctor regarding the skin reaction. The doctor advised the patient that they are allergic to the adhesive on the sensor adhesive patch. The doctor recommended that the patient find an alternative adhesive to use. At the time of event, the patient was doing well. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.